Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00194. Further investigation revealed the patient underwent an additional procedure on an unknown date ((B)(6) 2015) to explant and replace the ipg to address the issue of ineffective stimulation. An sjm representative was not present for this procedure since the physician elected to replace the ipg with a competitor's device. The manufacturer was unsuccessful after several attempts to obtain the patient's ipg implant date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-00194.